Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system - battery, model #: 1650, catalog #: 1650, expiration date: 31-dec-2021, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 17-dec-2020, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system - battery, model #: 1650, catalog #: 1650, expiration date: 31-may-2022, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 22-may-2021, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system - battery, model #: 1650, catalog #: 1650, expiration date: 31-may-2022, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 22-may-2021, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system - battery, model #: 1650, catalog #: 1650, expiration date: 31-may-2022, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 22-may-2021, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system - battery, model #: 1650, catalog #: 1650, expiration date: 31-may-2022, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 22-may-2021, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system - battery, model #: 1650, catalog #: 1650, expiration date: 31-may-2022, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 22-may-2021, labeled for single use: no, (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and six batteries exhibited power switching. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional products: serial# (B)(6) h3: yes h6:FDA method code(s): b01, b15 h6:FDA result code(s): c04 h6:FDA conclusion code(s): d02 h6: patient img code(s): g0403401 serial# (B)(6) h3: yes h6:FDA method code(s): b01, 15 h6:FDA result code(s): c04 h6:FDA conclusion code(s): d02 h6: patient img code(s): g0403401 serial# (B)(6) h3: yes h6:FDA method code(s): b01, 15 h6:FDA result code(s): c04 h6:FDA conclusion code(s): d02 h6: patient img code(s): g0403401 serial# (B)(6) h3: yes h6:FDA method code(s): b01, 15 h6:FDA result code(s): c04 h6:FDA conclusion code(s): d02 h6: patient img code(s): g0403401 serial# (B)(6) h3: yes h6:FDA method code(s): b01, 15 h6:FDA result code(s): c04 h6:FDA conclusion code(s): d02 h6: patient img code(s): g0403401 serial# (B)(6) h3: yes h6:FDA method code(s): b01, 15 h6:FDA result code(s): c04 h6:FDA conclusion code(s): d02 h6: patient img code(s): g0403401 product event summary: the controller (B)(6) and six batteries (B)(6) were returned for ev aluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within the serial port of the controller. The observed contamination is an additional observation not related to the reported event and likely due to the handling of the device. Supplemental testing was performed on the controller and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller, (B)(6), in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections and communication errors involving (B)(6). Additionally, multiple critical battery alarms due to com munication errors were recorded involving (B)(6). As a result, the reported event was confirmed. The batteries were lubricated prior to release. The most likely root cause of the reported premature power switching event can be attributed to communication errors between the controller and batteries and due to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. The most likely root cause of the observed critical battery alarms can be attributed to communication errors. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.